Manufacturer narrative:
An ultraflex¿ tracheobronchial covered stent and delivery catheter were returned for analysis. Visual examination of the returned device found that the device was fully deployed, including the stent. During product analysis, the investigator was able to note that the catheter was bent and kinked with some buckling which is identified as a type of damage consistent with the application of excessive force to the delivery system. No other issues were identified with the stent during the product analysis. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The cause of the reported deployment difficulties was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex tracheobronchial distal release covered stent was to be used in the trachea during a tracheal stenting procedure performed on (B)(6) 2015. Reportedly, the patient's anatomy was not tortuous. According to the complainant, during the procedure, after the physician deployed 75% of the stent, the stent stopped expanding although the suture was pulled. The catheter bowed and the stent could not be released completely. The partially deployed stent was removed from the patient. The stent was inspected outside the patient and it was noted that the stent cover was stretched. The physician the used a different device to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of stent partially deployed. Reported event of stent cover damaged. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that an ultraflex tracheobronchial distal release covered stent was to be used in the trachea during a tracheal stenting procedure performed on (B)(6) 2015. Reportedly, the patient's anatomy was not tortuous. According to the complainant, during the procedure, after the physician deployed 75% of the stent, the stent stopped expanding although the suture was pulled. The catheter bowed and the stent could not be released completely. The partially deployed stent was removed from the patient. The stent was inspected outside the patient and it was noted that the stent cover was stretched. The physician the used a different device to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.